Event description:
Customer reported that while at her physician's office for a check up a reading of 120 mg/dl was obtained on her adc meter which was lower than a reading of 347 mg/dl obtained on an unknown brand hcp meter (the time is unknown). Customer further reported experiencing symptoms that were described as "fatigue, nauseated, headache and dehydrated" and noted that she has been having these symptoms for about a month now. Customer reported that she was diagnosed with hyperglycemia and a treatment with insulin and water was received in response to an hcp meter reading of 347 mg/dl. There was no report of death or permanent impairment associated with this medical event.

Manufacturer narrative:
The products have been requested back for an investigation. A follow up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted. Please note: customer's date of birth is unknown, it is reported that she was (B)(6) when this report was received.

Manufacturer narrative:
The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory.